Event description:
The user facility reported that upon performing an "up and over" technique with the glidecath catheter, it caught on a very calcified aortic bifurcation and became separated. The distal section that was sheared off was recovered through a snare technique and removed from the patient. The iliac stenting procedure was completed in a retrograde fashion from the same side. The patient was stable and discharged. The procedure outcome was successful.